Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: grasping section was closed without grasping anything while the output was activated, including after tissue resection, causing the tissue pad to wear away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip's tissue pad was worn away. There was no patient involvement.